Event description:
It was reported that during treatment device broke. All pieces were removed. It is unknown if a back-up device was available or if there was delay on the procedure. No patient injury or other complications were reported.

Event description:
It was reported that during lca procedure, the device broke. All pieces were removed. A back up device was available and no delay was reported. No patient injury or other complications were reported.

Manufacturer narrative:
One 7mm bone plug was returned for evaluation. Visual assessment of the device confirmed the reported breakage. The distal end of the device has broken off and was not returned for evaluation. As reported the patients knee was flexed causing the reported breakage. Per the device instruction for use excessive force can result in instrument failure. The instruction for use was reviewed and was found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
Device has not been returned for evaluation. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive force. As with any surgical instrument, careful attention should be exercised to ensure that excessive force is not placed on the instrument. Excessive force can result in instrument failure.

Event description:
It was reported that during lca procedure, the device broke. All pieces were removed. A back up device was available and no delay was reported. No patient injury or other complications were reported.